Event description:
It was reported that the smart pass feature on this device had programmed itself off. The clinic was unable to find the smart pass episode on the programmer. The doctor was able to view the episode on latitude. The smart pass feature had programmed itself off due to a long pause in the patient's rhythm. The local representative suspects they probably saw the smart pass episode but didn't know what it was. It was reported that there was some t-wave oversensing and pauses requiring pacing. Also, the intrinsic amplitude was low. The entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. This is considered a serious injury as surgical intervention was required.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the smart pass feature on this device had programmed itself off. The clinic was unable to find the smart pass episode on the programmer. The doctor was able to view the episode on latitude. The smart pass feature had programmed itself off due to a long pause in the patient's rhythm. The local representative suspects they probably saw the smart pass episode but didn't know what it was. It was reported that there was some t-wave oversensing and pauses requiring pacing. Also, the intrinsic amplitude was low. The entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. This is considered a serious injury as surgical intervention was required.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.